Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming and had a blank screen. The customer¿s blood glucose was 101 mg/dl. The customer reported that he put in a battery and was still getting alarmed and vibrations. The customer reported that he jumped in and out of a lake with the insulin pump on. The customer was assisted with the troubleshooting for blank display not able to continue. The insulin pump will not be returned for analysis.